Manufacturer narrative:
Additional information: d9, h3, h6 (add b01) and h10. H10: the sample was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The connection between the female connector and the patient connector was performed with no issues or leaks. The reported condition was verified. The cause of the condition was related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and the female connector was observed separated from the main body. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted for suspected lots h20j29062, h21b01116, h21c01098 and h19k11038 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(Lot #): h20j29062, h21b01116, h21c01098 and h19k11038 are suspected lot numbers. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.